Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
Dealer states that the cables were pulled out of gtam and the joystick is changing drives by itself.